Manufacturer narrative:
Analysis found the unit with debris under window. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The unit power properly. There were no missing segments or display anomalies noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a partial display. The blood glucose at the time of the incident was 217 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.